Manufacturer narrative:
The zoll catheter was returned to zoll on 02/09/2018 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Reference MFR # MFR # 3010617000-2018-00282. Thermogard system (B)(4).

Event description:
A female patient was hospitalized post cardiac arrest and an intravascular temperature management was needed for therapeutic hypothermia. Zoll quattro catheter was inserted into the left femoral vein by an experienced physician on (B)(6) 2018 around 1300. The insertion was smooth. Two days after the insertion of the catheter, an air trap alarm was noted during cooling phase. An air trap alarm was again observed after replacing the saline bag and the saline bag was observed to be empty. The customer indicated that they attached a syringe to the orange port (in and out port) of the catheter and attempted to pull back for blood return, however, no blood return and has very little return of sterile saline. The catheter was removed and the artic sun was applied to finish with rewarming and maintaining normothermia. No patient consequences were reported.